Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 420 mg/dl. Customer received alert for change sensor. Customer was treated with bolus. Customer mentioned that they took bolus for the 380 mg/dl but customer¿s blood glucose was higher 420 mg/dl. Customer declined troubleshooting for high blood glucose. . Insulin pump will not be returned for analysis.